Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was causing a patient reaction when activated. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the unit was causing patient to twitch when activated. Medtronic cables were used. The energy was delivered to the patient through wolf equipment, cysto scopes and sheath¿s. They were examined closely and there were no noted problems. The patient was examined for burns at pad locations and no damage noted to tissue per staff.

Manufacturer narrative:
After conducting further detailed review, this device malfunction is not one that could lead to a death or serious injury if the malfunction were to recur and does not meet the requirement for submission of a 3500a form. If information is provided in the future, a supplemental report will be issued.